Manufacturer narrative:
It was noted that the insulin pump had a cracked reservoir tube lip and scratched display window during visual inspection. The pump passed the prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No prime anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a prime/rewind anomaly on the insulin pump. Customer's blood glucose is 222 mg/dl. Customer stated that the insulin was squirting out during manual prime. Customer stated that she believes the pump is dumping a non-working sensor. Customer stated that she changed the set this morning and it wasn't registering that the insulin was coming out during filling cannula. Customer stated that she had a low blood glucose of 48 mg/dl tonight. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer stated that she is not wearing the pump during priming. Troubleshooting was performed and customer stated that the insulin was still coming out after the act button was released. Customer was explained that the force sensor did not detect the reservoir during the seating process. The customer was advised to revert to a back-up plan and that the pump will be replaced.